Event description:
The customer was admitted into ICU unconscious with low bgs. The customer was not disconnected during rewind and prime. Also it was mentioned that the customer was using a pump that is not registered to the customer. The device had many cracks and looks used.